Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of genital haemorrhage ("heavy bleedings") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia, herniated disc and panic reaction. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), arthralgia ("variable pain in hip area, especially in right side"), vulvovaginal dryness ("dryness of vagina") and dysmenorrhoea ("menstrual pain"). The patient was treated with surgery (essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, arthralgia, vulvovaginal dryness and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for arthralgia, dysmenorrhoea, genital haemorrhage and vulvovaginal dryness with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of genital haemorrhage ("heavy bleedings") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia, herniated disc and panic reaction. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), arthralgia ("variable pain in hip area, especially in right side"), vulvovaginal dryness ("dryness of vagina") and dysmenorrhoea ("menstrual pain"). The patient was treated with surgery (essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, arthralgia, vulvovaginal dryness and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for arthralgia, dysmenorrhoea, genital haemorrhage and vulvovaginal dryness with essure. Most recent follow-up information incorporated above includes: on 7-sep-2018: essure removal questionnaire received - date of birth, medical history, start date of essure and events variable pain in hip area, especially in right side, heavy bleedings, dryness of vagina and menstrual pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.